Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 06/16/2023. It was reported that a sensor failure after warm up occurred. The sensor was inserted into the upper buttocks on (B)(6)2023. The patient¿s mother reported a sensor failure after it was inserted. Additional details were provided to tech support during a follow up call to the parent on (B)(6)2023. The patient inserted a new sensor and while waiting for the 2-hour warm-up, the patient took tylenol (250mg) because his throat was aching. The 2-hour warm-up passed but he still had no readings. It displayed a sensor error waiting up to 3 hours message. The patient waited for a while and went to sleep and thought that it would eventually display values. He later woke up because he was not feeling well and went to look for his mom. He showed her the screen which displayed the sensor failure. She looked at her follow app and there were no values. However, before a blood glucose (bg) could be performed, the patient lost consciousness and experienced two back-to-back seizures. The parent placed glucose gel in the patient's mouth by his cheek and called emergency medical services (ems). The patient regained consciousness after 2-3 minutes. Upon arrival, ems performed a bg which was 44 mg/dl. The patient was transported to the emergency department where his bg was over 100 mg/dl upon arrival. The patient was evaluated, a head computerized tomography (CT) and blood tests were performed. Per the healthcare provider (hcp), the patient was hyperkalemic, and the seizure was related to hypoglycemia. The patient was released home after several hours. At the time of the report, the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. The patient replaced his sensor during the night, completed the 2-hour warm-up but never displayed a value. He woke his mother and informed her he did not feel well. She looked at her follow app and there were no values. However, before a blood glucose (bg) could be performed, the patient lost consciousness and experienced two back-to-back seizures. The parent placed glucose gel in the patient's mouth by his cheek and called emergency medical services (ems). Upon arrival, ems performed a bg which was 44 mg/dl. The patient was transported to the emergency department where his bg was over 100 mg/dl upon arrival. The patient was evaluated, a head CT and blood tests were performed. Per the healthcare provider, the patient was hyperkalemic, and the seizure was related to hypoglycemia. The patient was released home after several hours. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.